Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This medwatch report was initially submitted on 23-sep-2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 64-year-old female patient (51kgs) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported the blood pressure decreased during cavotricuspid isthmus (cti) ablation. Cardiac tamponade was confirmed by intracardiac echo. Drainage was conducted and blood pressure recovered. The procedure was completed. The physician's opinions on the relationship between the event and the product was that because the timing of tamponade was unknown, it was determined that the event was not caused by ablation effect. There were no abnormalities observed prior to or during use of the product. The patient outcome of the adverse event is fully recovered. On 3-oct-2022, additional information was received indicating the patient did not require extended hospitalization because of the adverse event. There were no relevant test, labs or patient history available. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was in default setting. Correct catheter settings were selected on the smartablate generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
It was reported that a 64-year-old female patient (51kgs) underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported the blood pressure decreased during cavotricuspid isthmus (cti) ablation. Cardiac tamponade was confirmed by intracardiac echo. Drainage was conducted and blood pressure recovered. The procedure was completed. The physician's opinions on the relationship between the event and the product was that because the timing of tamponade was unknown, it was determined that the event was not caused by ablation effect. There were no abnormalities observed prior to or during use of the product. The patient outcome of the adverse event is fully recovered. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30754275l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)